Event description:
It was reported the pacemaker was displaying pacing below the lower rate limit. Patient's rhythm shows frequent premature ventricular contractions and ectopy with idioventricular rhythms. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.